Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found the display overlay was cracked. It was also noted that the device had an error during software load, there was a broken eject button on the micro processing unit (mpu) board and there was a connectivity error when updating the software.

Event description:
It was reported the screen was cracked. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.